Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was 470 mg/dl. Customer stated they have not been on insulin pump therapy because they lost their insulin pump. Customer also requested assistance with programing their loaner insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).